Manufacturer narrative:
Product ID: 3093-28, lot# va0lcyy, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported the patient was constantly being electrocuted since implant. The implant was placed near their spinal steel rods. Adjusting stimulation did not resolve the issue. The shocking occurred every time the patient lied down flat on their back. The patient was up all night and experienced pain. Stimulation was confirmed off and at 0.0 v. The shocking had not resolved. Later that day, the patient was in the ER for the fourth time. The intermittent pelvic shocking had been increasing. The patient had been discharged from the previous three ers. Seventeen days later, the shocking area had increased to from the bladder to the back. The stimulator turned off and on by itself. While on the call, the stimulator was turned off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.